Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva tpn bag was leaking from the bottom weld of the bag. This occurred before distributing to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition; however, under magnification the bag was found to contain a corner gouge consistent with being caused by friction (dragging the bag on a rough surface or impact). During leak testing the leak was observed. However, the leaks were not at the weld and would have been obvious during filling. The manual fill port had been used indicating the damage occurred after filling. The reported condition of a leak was verified; however, the leak was not from the weld as initially reported but rather a corner gouge located on the top right corner (grid location a38) with an eva fray immediately adjacent, indicating the gouge was caused by friction (dragging or impact). The cause of the leak was determined to be user error - damage after filling (dragging the bag across a rough surface). Should additional relevant information become available, a supplemental report will be submitted.